Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed two of eight battery pins that could contribute to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported blinking screen which was reproduced during evaluation as a flickering white screen when the device was powered up on direct current power. Evaluation found the problem to be caused by depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blinking display. There was no known patient injury or medical intervention associated with this event. No additional information is available.